Event description:
A home patient in (B)(6) reported that thirty minutes into a dialysis treatment the arterial and venous pressures decreased to zero and an external leak of the blood line was observed. Treatment was discontinued and the blood in the extracorporeal circuit was returned to the patient and treatment continued with a new blood line. Reportedly, there was no serious injury or medical intervention as a result of this issue.